Event description:
It was reported that during preparation for a stenting treatment procedure, the stent moved on the balloon. When a 3.0x28mm veriflex stent delivery system (sds) was loaded onto the guide wire it was noted that the stent moved distally on the delivery balloon and was not in between the marker bands. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is ok.

Event description:
It was reported that during preparation for a stenting treatment procedure, the stent moved on the balloon. When a 3.0x28mm veriflex stent delivery system (sds) was loaded onto the guide wire it was noted that the stent moved distally on the delivery balloon and was not in between the marker bands. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination found that the hypotube was kinked at 11.5cm distal to the strain relief. The crimped stent was free moving on the balloon. The distal edge of the stent was damaged. A clear impression on the balloon of where the stent was crimped initially. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).